Manufacturer narrative:
Qn#(B)(4). Full UDI not available as the lot# was not provided by the patient.

Event description:
It was reported that: "on (B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient. Change new tube, no impact on the surgical process.".

Event description:
It was reported that: "on (B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient. Change new tube, no impact on the surgical process.".

Manufacturer narrative:
Qn#(B)(4). One actual sample was returned for investigation. Visual inspection was conducted on the received sample and based on the inspection we did not find any abnormalities. The cuff pressure of the actual returned sample was inflated to 25mbar by using calibrated endotesta. Based on outcome of test conducted it is observed that both the blue and clear cuff of the tube unable to inflate. The sample was then sent for water leak test and further observed using dino-lite camera. There are bubbles observed coming out from the blue and white cuff during the water leak test and upon checking with dino-lite camera it is observed there is cut mark on both blue and white cuff. The device history record for lot kme22k1544 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. Based on investigation, the reported issue cuff leakage was confirmed. The blue and clear cuff could not inflate during inflation test and there are bubbles observed during water leak test due to cut mark which then observed using dino-lite camera. 100% water leak test, along with visual inspections during inflation and deflation, was conducted during the manufacturing process in accordance with the standard production method. Any obvious defects as per returned sample that do not meet the quality assurance specification should have been detected and rejected, as they would fail all tests at the manufacturing site. Therefore, this defect could not be attributed to manufacturing issues. The event may have resulted from external force or excessive physical force exerted on it, but the exact root cause remains undetermined.